Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex contour profile high 450cc, catalog number 3542713, lot number 195417. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a saline mentor siltex contour profile high 450cc breast implant and experienced deflation on the left breast implant after implantation. The deflation was diagnosed during physical examination by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implant breast implants on (B)(6) 2018.

Manufacturer narrative:
On 05/17/18, it was reported to mentor that the device history record ( DHR) of lot number 195417 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).